Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
The consumer reported the patient was implanted for pain in the right foot, but the device did not help with the pain. The managing healthcare provider (hcp) wanted to do a magnetic resonance image (MRI) to define abnormalities in the patient's spine to diagnose the cause of the pain in the right foot. The patient had stimulation in an undesired location. The implantable neurostimulator (ins) never really helped that much with the pain. The patient said it had been a 90% failure. The patient did not use therapy at nighttime and could not have it on at night when he tried to sleep. The patient would turn therapy on during the day and he never let his battery run down. The patient felt stimulation in the wrong location since he got the device. The patient felt stimulation across his hips, stomach, and down both legs above the knees, but he did not feel stimulation in the right foot where his pain was. Manufacturer's representatives (reps) did reprogramming a few times but the issue did not resolve. One rep was playing with the settings at the hcp office and was able to get the stimulation in the patient's foot where it belonged and nowhere else in his body. The rep then lost the setting and could not get it back. The rep did what he could,but was not able to help the patient and "it" was not going to work. The rep and hcp put the patient under the "scope" to see if the wires had shifted or moved around. A "girl among the staff" first said it had moved and did not look right, but the patient's hcp looked at it and he believed the leads were in the proper place. The patient's relevant medical history included spinal pain. Additional information received from the patient on 2017-01-05 reported that the ins never had the desired therapeutic effect. Within the first year or so following implant, the patient worked with 3 different manufacturer¿s representative where reprogramming was attempted but failed. Consequently, the patient rarely turned the device on but kept the battery charged. The patient felt the stimulation sensation in their hips, back, and left legs which was everywhere but where they needed it. One time when the patient was working with one manufacturer¿s representative and was sitting on an exam table, ¿he hit it exactly right". All of a sudden the patient felt the stimulation/tingling in their right foot just part way up the calf (patient had peripheral neuropathy in the front portion of the right foot) and this was the only time the therapy worked for a few brief seconds. When the representative told the patient to ¿lay down and we¿ll do something¿ they lost the desired therapy and never got it back again. The representatives tried numerous times over the months as well and ¿got nowhere with it¿. It was not recommend that the patient not work with other representatives in the area. The patient still would like to try to have the ins therapy to be successful and to work with another manufacturer¿s representative. The patient also reported once when being reprogrammed, someone suggested that they ¿go under the scope¿ to see if the leads had shifted. There was a doctor, nurse and representative present. The patient thought they heard someone say that they thought it had moved but after discussion the consensus was that it had not moved. Later the doctor looked at it again and said no they did no believe the leads had moved. The patient wondered if the doctor could move them. The patient was going to meet with their healthcare professional (hcp on (B)(6) 2017 where they were going to discuss the issues. The patient also inquired about activating the MRI mode of the device in order to have an MRI to see if they could get their neuropathy cured and that they might have a pacemaker placed. Additional information was received from the consumer on 2017-05-11 reporting that the patient had not talked with their health care professional (hcp) regarding this but would most likely be having the hcp explant the scs due to lack of therapeutic benefit, reprogramming attempts, and lead status. The patient had been getting injections 2-3 times a year in their spine but had not had them this year. It was reported that in 2017 for the last 3 weeks the patient had pain under the device. It was reported to potentially being new hip pain. It was ¿kind of minor in nature with som e slow progression towards more severe.¿ it was reported to bother the patient all of the time. It was mentioned that the patient never let the ins battery go dead. One time the patient let it go low but was still able to turn therapy on and could feel the ¿shock¿ which was confirmed by the patient to mean the normal stimulation sensation and not a painful shock. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep). It was reported that the patient has been unable to get the coverage they desired despite multiple reprogramming sessions. Due this and because the patient has not been using their ins anymore, the leads and ins were explanted on (B)(6), 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the hcp stated that devices will not be returned for analysis as it was not necessary. The cause of the lack of coverage was that hcp felt just not working for patient anymore, and that patient had gotten some relief in beginning and seemed better and did not want system anymore. The information was confirmed with hcp. No further complications were reported/anticipated.